Event description:
Lefort I distraction planned. Dr refused special training on device by distributor. Four days into distraction the device failed. Device removed and surgeon used plates, and screws. Returned for evaluation. Dr performed adjustment on rod instead of bar and bottomed out the rod, resulting in breakage. Would not have occurred if had been posted correctly.